Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was tested on (B)(6) 1996 and lead test results revealed high impedance (dc dc ¿ 7). No patient adverse events were reported. A generator replacement was done on (B)(6) 2000. Review of programming and diagnostic history showed that the vns patient¿s device was tested on (B)(6) 2000 and lead test results revealed high impedance (dc dc ¿ 7). The explanted generator has not been returned to the manufacturer to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.